Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. A nurse called for instructions to disable impella position in aorta alarms. He reports position verified. The patient continuing with extracorporeal membrane oxygenation. Advised nurse to closely monitor impella numbers and hemodynamics. No further needs at this time. There was no reported patient harm. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
False alarm: since neither data logs nor product were available for investigation, the cause of the false alarm could not be determined. Since product wasn't returned for investigation and insufficient clinical details were provided, the cause of the asae/minor bleed could not be determined.